Event description:
It was reported that the sv300 ventilator had a defective 1618 power supply board. Customer was shipped a replacement 1618 pcb, calibrate and functionally check ventilator to manufacturer's specifications. This was a warranty repair and the parts were discarded. This product complaint was generated from a service report screening. The biomed at the hospital stated that thde ventilator only ran on battery power and would not run on ac power. The report states that no injury occurred but does not indentify patient involvement, if any.